Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm was noted. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following possible exposure to perspiration while she was exercising. Her blood glucose level was 201 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.